Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly, low impedance and poor sensing. The lead was explanted and replaced.